Event description:
A malfunction was reported on a pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided instructions and assisted with resetting the pump, which resolved the issue as the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if any further malfunctions occurred, which the customer acknowledged.